Manufacturer narrative:
The reported event helix mechanism issue was confirmed. A complete lead was returned in one piece with helix found extended / bent and clogged with blood/tissue. X-ray examination found the inner coil was over torqued consistent with procedural damage. Visual and x-ray examinations of the lead found the helix was bent consistent with procedural damage. The cause of the reported event was isolated to the helix being clogged with blood/tissue and helix being bent consistent with procedural damage.

Event description:
It was reported that the during the implant procedure, the helix of the right ventricular (rv) lead was bent when attempting to fixate to the heart. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2024. No patient consequences was reported.